Manufacturer narrative:
The insulin pump was received with minor scratched display window and cracked reservoir tube.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had many scratches and was worn. The blood glucose reading was not given. Nothing further was reported.